Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device was utilized in two subsequent procedures and MDR numbers 1825034-2011-00876 & 1825034-2011-00878 have been submitted to report those events. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2011. During the procedure, the suture passer would not hold the suture in order to pass it. The surgeon was able to complete the procedure successfully after multiple attempts. A delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Evaluation of the returned device noted the trap door to be crooked which could have contributed to the reported event. (B)(4).